Manufacturer narrative:
One device was returned for eval. A visual examination of the catheter confirmed that the lumen is fractured where it joins the hub. Lumen is visible inside the hub of the PICC. The remaining portion of the lumen was returned. The lumen is elongated where it was connected to the hub. The lumen was cross sectioned and measured. All measurements were within the device specs. A review of the mfg records indicated all device specs and quality requirements were satisfied. The engineering files were reviewed. All pull test values and elongation values were above the spec. We are unable to determine the cause or factors which contributed to this event.

Event description:
It was reported that the PICC line broke just above the blue cap, and the line was not able to be repaired.